Manufacturer narrative:
H10: two (2) samples were received for evaluation. A visual inspection performed with the naked eye, noted a loose green cap of the patient connector inside an opened pouch for both samples. There were no evidence of issues or abnormalities to the caps and patient connectors. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date of (B)(6) 2020, further described as "within the last week". The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps of 2 amia automated pd set with cassettes were in the bags and not secured onto the patient lines. This was noticed during preparation of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.